Manufacturer narrative:
Pt death occurred in the same room the device was located in. Cause of death has not been determined yet and MDR is being submitted precautionary reasons, and for compliance with the FDA even though it has not been confirmed if the device caused or contributed to death. The device was inspected by (B)(4) (jk products rep), (B)(4), and (B)(6) medical examiners and no hazardous issues were found.

Event description:
Pt was found deceased in the same room as device, but outside of device by salon attendant.